Event description:
It is reported that the client was going down a ramp at his home when the chair tipped forward allowing the client to fall out of the seating. Client was not wearing his postioning belt when this occurred. When the client fell out of the chair, it is reported that he broke both legs which required him to be hospitalized.

Manufacturer narrative:
This client is believed to be over the weight limit for this chair which is causing it to be front heavy. At the time of the incident the client was going down a ramp and he was not wearing a pelvic positioning belt or chest harness. The chair moved forward onto it's anti-tip devices and because of the clients medical condition he could not stop the forward movement of his body and subsequently fell. The DHR for this chair has been reviewed and it met all specifications before distribution. This is a case of the clients physical condition changing to the point that this equipment is not correct for him anymore. He is being provided an hd chair which is more suitable to his current weight.